Event description:
A patient suffering from severe crohn's disease experiencing an enterocutaneous fistula was implanted with a 4mm efp device in the colon on (B) (6) 2010. The patient had been operated on for this disease at least one time previously, not with the cook device. Over the course of two weeks after receiving the efp, the fistula tract closed, but the patient developed another abscess and consequently, a new enterocutaneous fistula developed. A decision was made to surgically intervene in order to remove the diseased bowel and close the enteric opening. During the operative repair, the surgeon noted that the flange of the fistula plug was found outside of the bowel lumen. The surgeon was able to remove the flange without complication. The interventional radiologist, dr (B) (6) believes the tension on the plug caused it to pull out of the bowel opening and reside in a cavity that already existed, plugging the fistula tract but leaving the bowel opening of the fistula open. Cook believes this cavity was part of the adhesion that caused the original fistula. The drainage from the bowel into the cavity resulted in another abscess which formed another fistula. This reverted the patient back to her original condition. The surgeon described the bowel as "wet newspaper". The flange, when released from the plug, migrated into a cavity where it resided up to the time of extraction. In dr (B) (6) assessment, he believed the flange either pulled through the opening of the bowel under the tension applied or the flange was able to obliterate the diseased bowel around the fistula opening which he compared to "wet newspaper". The diseased tissue could not support the pressure from the flange and so, the flange was able to migrate from the bowel lumen into the cavity in the area of the adhesion of bowel to abdominal wall.

Manufacturer narrative:
(B) (6). Evaluation: no device returned for examination. Cook biotech is unable to determine if the migration of the flange led to the formation of the second fistula. We are also unable to determine what factors contributed to the migration of the flange. Therefore, cook biotech determined filing the MDR to be prudent.